Event description:
A customer reported receiving a lo scan of 39 mg/dl on the abbott diabetes care (adc) device compared to a competitor brand meter result of 291 mg/dl. Customer did not notice a trend arrow on the device. Length of wear was 6 days. When the results were plotted on a parkes error grid, it fell into the "d" zone showing the difference in values to be clinically significant. The symptoms experienced by the customer were unknown. Customer was unable to treat themselves and was provided with 10 grams of glucose, rice, miso soup, egg, hijiki, kinpira and yogurt by an non-healthcare professional (non-hcp) as advised by healthcare professional (hcp) for the treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.